Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. There was difficulty grasping the leaflets with the xtw mitraclip, causing a leaflet tear. It was thought the leaflet tear was due to the patient's friable leaflets. The device was removed and the procedure was aborted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported inability to grasp leaflets was related to patient morphology. The reported tissue injury was a cascading event of the difficulty grasping and patient morphology. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.